Event description:
The surgeon reported that on 12/15/1997, the pt was treated for occlusion of the superficial femoral artery. A right femoro-popliteal bypass procedure was performed utilizing the biograft. The surgeon claims that when attempting to implant the umbilical vein graft, it separated. However, the surgeon did not explant it until two days later, 12/17/97. At this time, the surgeon used another biograft as a replacement. This pt did require amputation on that limb. However, this was an outcome that would have occurred despite the complication with the biograft of the serious condition of the pt's leg.